Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not communicating with the transmitter. Troubleshooting was performed and customer received a sensor error alarm. After troubleshooting, radio frequency communication was restored. Customer's blood glucose reading was 459 mg/dl and was treated with insulin pump.